Manufacturer narrative:
The insulin pump was received with a blank display and had a constant tone alarm due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify watchdog timeout alarm, button keypad anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced audio beep anomaly and program alarm anomaly. The customer's blood glucose value was unknown. The customer reported a high pitch squeal from the pump. The customer stated that there is a constant tone. The customer reported a program alarm anomaly prior to the constant tone. The product was returned for analysis.